Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a low readings issue with the adc device. The customer reported sensor readings of 57 mg/dl and 'lo' (< 40 mg/dl) and self-treated with sweets to raise glucose. After several hours, sensor readings remained low and customer was dizzy with blurred vision so she went to hospital. A healthcare meter result of 412 mg/dl was obtained and customer treated with 8 and 10 ui insulin via IV for hyperglycemia. There was no report of death or permanent injury associated with this event.